Event description:
This report is against user facility medwacth# (B)(4), the only information contained in this report is correction or additional information. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): user facility report suggests that the date of explant was september 4, 2014. However, that has not been confirmed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Patient ID is unknown; previous information was erroneously reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the right distal tibia hardware was removed on (B)(6) 2014. It was reported there was incomplete union of the right tibia.

Manufacturer narrative:
A product development evaluation was performed for the subject device. The subject screw was received as complained in two pieces. The manufacture date is unknown as the lot number is not available. The product drawing was reviewed during this evaluation. No drawing discrepancies were identified. The screw likely failed under fatigue related to insufficient bone healing. However, there is insufficient information to determine the root cause. The complaint is confirmed. A root cause could not be identified. The design is adequate for its intended use and did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.